Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the intensive care unit planned continuous renal replacement therapy to stabilize severe acidosis. The right femoral artery was accessed for impella placement, and the pump was positioned according to the instructions for use. The pigtail crossed the valve, and the impella started in auto mode. The patient developed bradycardia, reducing flows. A temporary pacer was placed in the right internal jugular vein and paced at 100 beats per minute, improving pressures. Suction occurred after leaving auto mode. The peel-away sheath was removed, leaving the pump slightly shallow in the five-foot-tall patient. Angiogram showed no distal perfusion to the right leg, so a distal perfusion catheter was placed to restore flow. Despite adjustments, pressures remained low with intermittent suction, and cardiopulmonary resuscitation was initiated. Epinephrine and levophed support were increased, and an impella rp flex was placed for stabilization. The patient continued to decline despite impella cp support. Acidosis persisted, and suction events increased along with vasopressor needs, leading to placement of an impella rp flex for additional support. The pump alarmed for inappropriate position in the aorta, which was confirmed by echocardiogram and chest x-ray. Placement monitoring was turned off due to repeated alarms, and nursing staff monitored waveform changes. The patient was five feet tall, and there was no distal flow after peel-away sheath removal. A repositioning sheath and distal perfusion catheter were placed to perfuse the right lower extremity. Vasopressor needs increased, laboratory values began to normalize, and lactate was scheduled for redraw. Echocardiogram showed the pump was slightly shallow in a small left ventricle. Sedation was stopped to assess neurological status. The patient opened eyes and exhibited seizure-like movements. Pulsatility improved overnight, and intravenous drips were reduced. The impella site remained stable with good distal pulses. Suction events continued. The patient received one unit of red blood cells and albumin. Fluid removal on continuous renal replacement therapy was unsuccessful. Platelet count dropped suddenly, and mixed venous saturations declined. A heparin-induced thrombocytopenia panel was planned. Echocardiogram showed the impella across the valve. After minimal pressors, pressures dropped following impella rp removal. After thirty minutes, the impella cp was removed, and pressures improved significantly. The right femoral artery was repaired by endarterectomy to restore flow. The pump was successfully weaned, the site closed, and the patient survived. Pressures later dropped to a mean of twenty-five, requiring levophed and epinephrine. The patient developed atrial fibrillation but regained pressure with levophed. The impella cp was removed, and pressures continued to rise.